Event description:
During treatment of an unruptured aneurysm, the physician had tracked one pxslim straight successfully in the patient and when pushing first coil noticed the detachment zone would not push completely out into aneurysm with about 1 cm to go and thought maybe the coil kinked inside of the microcatheter and kinked the catheter. The physician tried a second coil and same thing happened. He then removed pxslim from the patient and noticed a small kink between distal and proximal markers on catheter. He used another pxslim successfully. There were no patient issues related to this device issue. Mdrs 3005168196-2013-00007 and 3005168196-2013-00008 are related to the same patient/event.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Device investigation: results: there is visual damage to the catheter. This catheter has a kink in the distal shaft. A 0.025" mandrel was introduced through the hub of the pxslim microcatheter. The mandrel was able to advance all the distally through the catheter. However there was a rough transition at the distal end of the catheter where the kink was located. The catheter is non-functional. Conclusion: the complaint was confirmed. The catheter had a kink in the distal portion of the shaft. The kink is located (2.2cm) from the distal tip. The kink was large enough to stop the coil from advancing distally, but was not large enough to stop the 0.025" mandrel from advancing distally. The mandrel had trouble going through as it passed the damage area of the shaft. The cause of the kink could not be determined from the returned device or the complaint description but may have occurred when inserting the catheter into the patient or manipulation in tortuous anatomy. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.